Event description:
It was reported, the customer has stopped used of the device. Customer was having issues with the device. Customer had to restart the rewind process a couple of time. Device rejects new batteries. Condensation was noted inside of the device. Act and up buttons stick. Issues have caused high blood glucose. Device also alarms unexplained no delivery alarms. Customer declined being transferred for troubleshooting assistance. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.